Event description:
It was reported that high capture thresholds were noted on the right ventricular (rv), and no capture was noted on the left ventricular (lv) lead. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed no anomalies, except for procedural damages. X-ray examination found the inner coil was over-torqued at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.